Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the source of the infection was gastrointestinal. The skin wound was in the gluteal region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted due to infection. The physician suspected possible skin wound. The organism was identified as enterococcus faecalis. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.